Manufacturer narrative:
Five screws are represented. It is unknown which 3 of the five screws broke. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device is used for treatment, not diagnosis. Placeholder.

Event description:
A (B)(6) was originally implanted with small fragment locking compression plate (lcp) on an unknown date in (B)(6) 2013. The surgeon noticed the patient did not have bone growth and thought there may be a non-union. He advised the patient to weight bear for an unspecified amount of time. After the weight bearing, the surgeon noticed the patient was not healing and the plate failed due to non-union. The surgeon also noted that three screws had broken during the time of weight bearing. It is unknown if the 30 mm or the 24 mm screws were broken. The surgeon removed three 3.5mm titanium cortex screws 24mm and two 3.5mm titanium cortex screws 30 mm. The surgeon also removed the plate and implanted a rod in the tibia of the patient. This is report 5 of 6 for complaint #(B)(4).

Manufacturer narrative:
Device implanted on unknown date in (B)(6) 2013.